Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The patient claimed that the animas pump has an intermittent power issue which would cause pump to require a full rewind/load cart/prime. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump's history showed an unexplained power on resets. The battery compartment was found to be cracked with threads observed on it. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was found to be intact and able to secure tightly to the pump. A complete turn was performed on the battery cap with no power loss issues. There was no corrosion or moisture noted in the battery compartment or battery cap. The rewind, load, and prime steps were performed on the pump and no power issues were found. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. All electrical current readings were found to be within specification. All power connections were inspected and no defects were found.